Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out a few hours after the surgery due to a water leak on the shaft of the catheter.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing foley catheter was received. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.013") over the inflation lumen about halfway down the catheter's shaft. This was a failure, which stated cuts in the lumens were not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be damage core pin or insert. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out a few hours after the surgery due to a water leak on the shaft of the catheter.